Event description:
Pt reported the infusion device switched off by itself without any acoustic or display alert/error message. Pt stated he changed the battery and the infusion device starts up with an e8 (power interrupt) error message. Pt reported he confirmed the error but the infusion device doesn¿t start. Pt stated he changed the battery again and now the infusion device starts. Pt reported he experienced no health problems. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.